Manufacturer narrative:
Correction: it was noted that the previously reported nstemi and pulmonary edema events were causally related to the index procedure. It was reported that the nstemi event was resolved with treatment and the pulmonary edema event was treated with diuretics and oxygen therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx device, valiant captivia stent grafts and endurant ii stent grafts, in addition to other manufacturers devices were used in the endovascular treatment of a thoracic aneurysm in a patient. It was reported that approximately 1 week post index procedure, after echocardiogram the patient was diagnosed with a nstemi and with pulmonary edema on chest x-rays. It was reported that the event resolved with treatment (diuretics and oxygen therapy). The physician noted that it was "most likely a secondary event, not primary acute coronary syndrome" and was "suspect secondary to anemia from procedure and hypotension post-operative". No other clinical sequelae were reported.